Event description:
It was reported that the catheter was inserted for routine obstetric use and functioned appropriately. During removal, the catheter separated and a portion remained in the situ. There are no plans to remove the catheter portion that remains in situ, since the patient is not experiencing any complications.